Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, the scale is observed to be incorrectly printed, verifying the reported incident. A device history review was performed for reported lot 2312063, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A retained tray of the reported lot was used for additional evaluation. All twenty five syringes were inspected and all scales were verified to be complete and properly printed on the barrel. While we cannot identify a direct issue, this defect likely occurred due to a jam during the marking process, causing the cylinder that rotates the barrel to stop. Based on all the preventive measures and our stringent in ¿process inspection plan, we believe that this should be an isolated issue with unlikely reoccurrence. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
The syringe graduation was erase. No graduation on syringe. Before use.